Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8215751 medical device expiration date: na device manufacture date: 2018-08-03 medical device lot #: 8284651 medical device expiration date: na device manufacture date: 2018-10-11" (B)(4). Investigation summary: twenty samples were received and evaluated. All of them have a plastic shield. Each of them was inspected under a 30x microscope. They show a fine line, like a crack at the white epoxy where the needle and the plastic hub join. No defects were observed to the needles, other than very fine silicone residue, which is acceptable. Each sample was tested for the cannula pull force. They measure between 4.5 lbs to 4.8 lbs; the specification is 3 lbs to 5 lbs. Four photos were provided, three of them show a needle with what appears imperfections to the needle surface. One photo shows two units with the white epoxy fine line. The samples show a fine line, like a crack at the white epoxy that has induced concern to the customer; products are acceptable and confirmed with the cannula pull force test. The fine epoxy residue covering the needle has induced concerns, too; this is normal and acceptable. For the needles with imperfections on the surface analysis of the sample would be recommended. Based on the investigation and sample analysis, the symptom reported by the customer can't be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot # 8215751, 8284651 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of these batch #s. Rationale: CAPA not required at this time.

Event description:
It was reported that the needle hub and the needle are damaged with a bd needle 25 ga 5/8 in trans orange hub. The following information was provided by the initial reporter: it was reported that "parts have significant gouges on the needles often raising the metal and the epoxy on the product is cracked."